Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever condition, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming; trocar condition, ab)conforming. Functional test & results: does safety shield retract, ab)conforming; flapper door functional, ab)conforming; lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the report incident during surgery occurred. The device b was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process. The obturator handle weld of instrument a was measured and found not to be skewed. The obturator was dissassembled and found that the knife collar would not move to his proper position and would not allow the reset button to arm.

Event description:
It was reported the 512s was used during an unknown procedure. It was reported by the affiliate the red button is not correct. It is not possible to activate the shield. There was no consequence to the patient.